Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 807:05 on channel a. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The software version of this device is unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. This device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. Device evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an 807:05 on channel a was confirmed during product evaluation. The root cause was assigned to a defective pump head module. The pump head module on channel a was replaced to correct this condition. This involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.